Event description:
It was reported by the sales rep that during the laparoscopic hernia repair procedure, the scrub tech fired the clip applier and it worked fine outside on the table then the surgeon fired twice inside the patient and it worked fine. When he tried to fire a third time, it locked and would not fire. A like device was used to complete the procedure. No patient harm.

Manufacturer narrative:
(B)(4). Batch # x94v84. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In addition, a plastic bag with 2 malformed clips and 6 conforming clips were returned. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torqueing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar.